Event description:
Plaintiff was implanted with an right abgii/rejuvenate modular hip stem on an unknown date. It¿s further alleged that blood work revealed elevated levels of cobalt and chromium. The patient¿s hip was revised on (B)(6) 2020.

Manufacturer narrative:
It was noted that the device is not available for evaluation. Should additional information become available, it will be provided in a supplemental report upon completion of the investigation. Voluntary recall ra 2012-067 was initiated for abgii and rejuvenate modular stems and necks due to the potential risks associated with these devices. The reported elevated levels of cobalt and chromium is considered to be under the scope of this recall. No further investigation is required.

Event description:
Plaintiff was implanted with an right abgii/rejuvenate modular hip stem on an unknown date. It¿s further alleged that blood work revealed elevated levels of cobalt and chromium. The patient¿s hip was revised on (B)(6) 2020.

Manufacturer narrative:
Reported event: an event regarding abnormal ions level involving a rejuvenate modular device was reported. The event was confirmed. Method & results: -device evaluation and results: device evaluation was not performed as no devices were received/ device remained implanted. Device history review: review of device history records could not be performed as the reported device was not properly identified. Complaint history review: a search of the complaint databases could not be performed as the reported device was not properly identified. Similar events have occurred for the rejuvenate modular product family. These events were determined to be associated with ra 2012 067 conclusions: voluntary recall ra 2012-067 was initiated for abgii and rejuvenate modular stems and necks due to the potential risks associated with these devices. The reported abnormal ions level is considered to be under the scope of this recall. No further investigation is required.